Event description:
It was reported that a staff member experienced an ankle injury from applying brakes on the stretcher. The staff member sought medical attention through their doctor and/or physiotherapist. Further information was not provided.